Manufacturer narrative:
Product event summary: at analysis it was noted that the device's main board failed during incoming testing, that the upper and lower cases and the patient ventricular connector were broken, the ring attachment and bail attachment were missing, the device was sticky and the battery contacts were contaminated. The upper and lower cases, patient connector and super caps were to be replaced, the main board was to be calibrated and the battery contacts cleaned. The device is then to be retested.

Event description:
It was reported that the ventricular socket of the external pulse generator was missing. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.